Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed several loss of prime warnings due to low, non-zero force. During the testing, the pump emitted a cs 162 call service alarm while the pump was being exercised for 24 hours. The force sensor calibration reading was low and not within specifications. The force sensor was disassembled, and the ball bearing was found to be missing from the lead screw gear chamber. No damage was found to the shim plate. The force sensor resistance reading was high and also not within specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.